Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with less than 45 degrees bend was located in the moderately calcified and non-tortuous below the knee vessel. A 1.20 mm x 20 mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc device. No patient complications were reported.